Event description:
A 1.5m diameter by 16mm length r1s balloon dilatation catheter was inserted into an unknown coronary artery. It was reported that during the first inflation the balloon ruptured at 4-6 atmospheres of pressure. Upon removal of the balloon, blood was noted inside of the balloon. There was no injury to the pt. There is no further info available regarding the event. The complaint was confirmed. There was evidence of a pinhole on the proximal side of the distal marker band. It is unknown if the lesion morphology contributed to the event. Since no info was rec'd form the field, no definitive cause could be determined.